Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, delamination in the plug strap and openings. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening in the plug strap disk shell and non-penetrating nick and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening, a striated edge opening on anterior side due to surgical damage, and non-penetrating nick in the valve bond edge. The reason for reoperation was reported to be due to a deflation.

Event description:
Healthcare professional additionally reported "creases" on the device. Device has been explanted.